Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. The investigation of this case has been completed, and no additional information is available. If any additional information becomes available, the case will be reopened, and a supplemental report will be issued.

Event description:
The manufacturer became aware of a study from the foot and ankle specialist journal. The title of this study is ¿evaluation of a biodegradable synthetic matrix for lateral ankle ligament surgical repair augmentation: an open label controlled multicenter retrospective review¿ and is associated with the flexband/flexpatch systems. Within that publication, post-operative complications/adverse events were reported. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 35 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses that one patient underwent tibial osteotomy and open talar osteochondral treatmeant for a progressive lesion.